Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the implant would not insert after multiple attempts to install.

Manufacturer narrative:
Visual inspection of the returned components found that the dovetail feature was flared out and the surface in front of it was gouged near the tip of the dovetail. Dimensional inspection found that the height and lateral width of the articular surface were all manufactured to specifications. The device history records for the device were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the device related to the event and no other complaints have been received from this surgeon. The part and lot numbers of the mating device are unavailable. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.